Event description:
The customer contact reported a leak of a chemotherapeutic agent; subsequently blood loss was noted. The extension tubing set was connected to a primary IV tubing set and was being used to deliver an unspecified chemotherapeutic agent via a sigma pump. After an unspecified length of time in use, it was reported an unspecified amount of blood and chemotherapeutic agent leaked out of the filter and onto the floor. The spill was cleaned up according to the user facility's protocol. The customer contact reported: "the leak seemed to occur due to a crack in the line or filter." The tubing sets and the pump were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.